Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the issue on the error log but could not reproduce the issue. The fse cleaned the turntable plate as it was dirty. The fse then performed a test run with no turntable errors. Daily check and quality control (qc) values were within range. The aia-360 performed as expected and returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), 06aug2018 to aware date 06sep2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [4004] turn table slip description: the turntable motor slipped. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the reported issue is attributed to dirty turntable plate. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error message 4004 turn table slip during startup of the aia-360 analyzer. Technical support instructed the customer to rotate the carousel then clean under the carousel with an alcohol swab. However, the error remained. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.